Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution sheath had an unknown issue which was flattened while trying to advance angio-seal through it. The patient was in stable condition. The procedure outcome was a success. Additional information was received 30september2019: the type of procedure that was being performed was coronary procedure with a 6fr procedural sheath. A pre-deployment angiogram was performed. There was no damaged noticed to the packaging. A new 6fr angio-seal evolution device was pulled and used. The new 6fr angio-seal evolution device achieved hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no.1 to update the device evaluated by MFR and to provide the completed investigation results. One 6 fr angio-seal evolution device was received for product evaluation. The arteriotomy locator and hemostasis sheath were returned for analysis. Visual inspection revealed a kink at the blood inlet holes of the locator. The tip of the hemostasis sheath was examined under the microscope and no signs of damage or deformation were observed but there was a film of yellow substance confirmed. No other visual anomalies were noted with the device. The alleged 'flattened tip' is, in fact, a manufacturing feature termed as the monofold which enables correct release of the anchor within the vessel. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.